Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process the pump skipped a step and customer received a notification stating "the pump cannot detect that the cartridge has been removed, remove the cartridge from the pump and try again." Reportedly, the customer was able to close out the notification and successfully load the cartridge onto the pump. There was no impact to customer's blood glucose level.